Event description:
During an aortic valve replacement procedure, a 23 mm trifecta gt (tfgt) valve was implanted. Intraoperatively, it was reported that the leaflets did not perform as expected. The patient was returned to bypass extending the procedure, the initial valve was explanted and a second 23 mm tfgt was implanted.